Manufacturer narrative:
Device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device tamping tube got stuck. It was reported that the doctor had to manually cut the tube in order to deploy the angio-seal. The patient's condition was good. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 4 to provide the completed investigation results. One unused 6fr angio-seal device was returned for product evaluation. A functional deployment test was performed on the 6f evolution polyfoil packaged device. The device confirmed to meet all force requirements. During the deployment test, the device was visually observed to deploy as intended. The compaction tube deployed with no anomalies. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the unused sample was the normal product.

Manufacturer narrative:
This report is being submitted as follow up no. 4 to provide the completed investigation results. One unused 6fr angio-seal device was returned for product evaluation. A functional deployment test was performed on the 6f evolution polyfoil packaged device. The device confirmed to meet all force requirements. During the deployment test, the device was visually observed to deploy as intended. The compaction tube deployed with no anomalies. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the unused sample was the normal product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information to the b5 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 8/13/18: the procedure being performed was a heart catheterization using a 6fr femoral sheath. A pre-deployment angiogram was performed to verify the appropriate location before closing. The issue was during the deployment attempt. The doctor described that when deploying the device it would stick and in order to deploy the device the doctor would have to cut the tamping tube with scissors and manually complete the deployment. Hemostasis was achieved with the angio-seal device and the blood loss was less than 250cc. The patient's condition was good.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the device returned date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.